Event description:
The laparoscopic suction/irrigator continues to pose significant safety risks to the patient. The suction button becomes stuck in place regularly. This causes complete loss of visualization laparoscopically.